Manufacturer narrative:
Additional information received from the initial reporter on 10 march 2017 and includes: pathogen results are not available batch review performed on 20 march 2017. Lot 144597: (B)(4) items manufactured and released on 19 may 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional information received from the initial reporter on 24 march 2017 and includes: the patient had developed cellulitis. Treatment included antibiotics, washout of the knee and insert replacement. The knee was stiff and had very limited range of motion (secondary immobility from pain).

Event description:
Tibial insert revision due to infection.